Manufacturer narrative:
Study: u0652 double-j registry clinical study. (B)(4). . The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the left ureter, performed on (B)(6), 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the percuflex ureteral stent was successfully placed under fluoroscopy and cystoscopy in the left ureter, and the patient was prescribed the discharge medications of alpha blocker, and non-steroidal anti-inflammatory drugs (nsaids). On (B)(6) 2022, the stent was successfully removed from the patient without any difficulty. It was noted the percuflex stent did not perform per the directions for use. The patient had experienced re-intervention on left side due to ureteral stent obstruction. Pain control was required and the patient was given an analgesic. There was no new device implanted. On (B)(6), 2022 the event was considered resolved.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: medical problem code e2330 is being used to capture the reportable issue of pain. Medical problem code a1409 is being used to capture the reportable issue of stent occlusion. Patient impact code f2303 captures the reportable event of medication required. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h11: block b5 have been updated based on additional information received september 06, 2022. Block b5 have been updated based on additional information received september 13, 2022.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the percuflex ureteral stent was successfully placed under fluoroscopy and cystoscopy in the left ureter, and the patient was prescribed the discharge medications of alpha blocker, and non-steroidal anti-inflammatory drugs (nsaids). On (B)(6) 2022, the stent was successfully removed from the patient without any difficulty. It was noted the percuflex stent did not perform per the directions for use. The patient had experienced re-intervention on left side due to ureteral stent obstruction. Pain control was required and the patient was given an analgesic. There was no new device implanted. On (B)(6) 2022 the event was considered resolved. Additional information received that a medication of actiskenan was given to the patient and an update of device deficiency.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: medical problem code e2330 is being used to capture the reportable issue of pain. Medical problem code a1409 is being used to capture the reportable issue of stent occlusion. Patient impact code f2303 captures the reportable event of medication required. Block h11: block b5 have been updated based on additional information received november 10, 2022.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the percuflex ureteral stent was successfully placed under fluoroscopy and cystoscopy in the left ureter, and the patient was prescribed the discharge medications of alpha blocker, and non-steroidal anti-inflammatory drugs (nsaids). On (B)(6) 2022, the stent was successfully removed from the patient without any difficulty. It was noted the percuflex stent did not perform per the directions for use. The patient had experienced re-intervention on left side due to ureteral stent obstruction. Pain control was required and the patient was given an analgesic. There was no new device implanted. On (B)(6) 2022, the event was considered resolved. Additional information received with an event of left lumbar pains. Additional information received that the onset date was on (B)(6) 2022, with an event of dysuria decompensation. The patient was given with a medication of xatral and was resolved on (B)(6) 2022.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the percuflex ureteral stent was successfully placed under fluoroscopy and cystoscopy in the left ureter, and the patient was prescribed the discharge medications of alpha blocker, and non-steroidal anti-inflammatory drugs (nsaids). On (B)(6) 2022, the stent was successfully removed from the patient without any difficulty. It was noted the percuflex stent did not perform per the directions for use. The patient had experienced re-intervention on left side due to ureteral stent obstruction. Pain control was required and the patient was given an analgesic. There was no new device implanted. On (B)(6) 2022 the event was considered resolved. Additional information received with an event of left lumbar pains. The patient was given with a medication of actiskenan and was resolved on (B)(6) 2022. Additional information received that a medication of actiskenan was given to the patient and an update of device deficiency. Additional information received that the onset date was on (B)(6) 2022, with an update that the event of dysuria decompensation was reported only dysuria. The patient was given with a medication of xatral and was resolved on (B)(6) 2022. Additional information received that the stent was not removed.

Manufacturer narrative:
Block g3: study: (B)(4) double-j registry clinical study. Block h6: medical problem code e2330 is being used to capture the reportable issue of pain. Medical problem code a1409 is being used to capture the reportable issue of stent occlusion. Patient impact code f2303 captures the reportable event of medication required. Block h11: block b5 has been updated based on additional information received november 10, 2022, to include the medication of actiskenan. Block b5 has been updated based on additional information received january 4, 2023, to include the information that the stent was not removed.

Manufacturer narrative:
Block g3: study: u0652 double-j registry clinical study. Block h6: medical problem code e2330 is being used to capture the reportable issue of pain. Medical problem code a1409 is being used to capture the reportable issue of stent occlusion. Patient impact code f2303 captures the reportable event of medication required. Block h11: block b5 has been updated based on additional information received november 10, 2022, to include the medication of actiskenan. Block b5 has been updated based on additional information received january 4, 2023, to include the information that the stent was not removed. Block b5 has been updated based on additional information received january 10, 2023, to include the onset date was on may 28, 2022, with an event of left lumbar pains and that the previously noted device deficiency is no longer reportable, device deficiency did not occur, therefore it will be inactivated and medical review assessment.

Event description:
It was reported to boston scientific corporation that a previously implanted percuflex plus ureteral stent was removed from the left ureter, performed on (B)(6) 2022 as part of the u0652 double-j registry clinical study. On (B)(6) 2022, the percuflex ureteral stent was successfully placed under fluoroscopy and cystoscopy in the left ureter, and the patient was prescribed the discharge medications of alpha blocker, and non-steroidal anti-inflammatory drugs (nsaids). On (B)(6) 2022, the stent was successfully removed from the patient without any difficulty. It was noted the percuflex stent did not perform per the directions for use. The patient had experienced re-intervention on left side due to ureteral stent obstruction. Pain control was required and the patient was given an analgesic. There was no new device implanted. On march 31, 2022 the event was considered resolved. Additional information received with an event of left lumbar pains. The patient was given with a medication of actiskenan and was resolved on may 31, 2022. Additional information received that a medication of actiskenan was given to the patient and an update of device deficiency. Additional information received that the onset date was on may 31, 2022, with an update that the event of dysuria decompensation was reported only dysuria. The patient was given with a medication of xatral and was resolved on may 31, 2022. Additional information received that the stent was not removed. Additional information received that the onset date was on may 28, 2022, with an event of left lumbar pains. Additional information received that the previously noted device deficiency is no longer reportable, device deficiency did not occur, therefore it will be inactivated. Additional information received that based upon medical review assessment, the data reasonably suggest the clinical events moderate left lumbar pain, treated with actiskenan, and reported to be not related to the procedure and causally related to the device, and moderate dysuria, treated with xatral, and reported to be probably related to the procedure and possibly related to the device, are anticipated in nature and severity. A query is pending to clarify if ureteral stent obstruction is a device deficiency or adverse event, as it was reported that one of the actions taken for the pain was ureteral reintervention on the left side due to ureteral stent obstruction.